Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert due to a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. The physician was notified. At this time, this device and competitor ra lead remain in-service, and there were no adverse patient effects reported.